Manufacturer narrative:
Event date is 2018. The device was received for evaluation. A visual inspection with the naked eye was performed. The sample was returned with the aluminum foil peeled. The sponge was found fully separated from the cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause was mishandling during distribution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from the minicap. There was no patient involvement. No additional information is available.